Event description:
The brake was set on the bed, then a nurse got on the bed during a shoulder dystocia delivery and the bed moved. No injuries were reported.

Manufacturer narrative:
The hill-rom field tech stated the brake pedal would migrate from the brake position to the neutral position when the bed was bumped two or three times. The field technician adjusted the four casters to repair the bed. The serial number for this bed falls after the mfg correction date reported in the correction and removal report.